Manufacturer narrative:
This report originally filed as 1119421-2026-00452. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, at the implantation moment, iol passed through the cartridge with a shooting sound. Additional information was requested and received stating that the defect was detected during the surgery. There was patient contact. There was no harm to the patient. The surgery was completed, and after implantation a crease-like mark was noticed on the optical part of the iol. There was no reusing of the product. There was no additional medical manipulation and the patient was stable. After the surgery, the distance vision of the operated eye was 0.9. The patient was discharged with improvement. There are multiple patients reported along with this file. This file is for (B)(6).